Manufacturer narrative:
Concomitant products: 4457 competitor lead, implanted: (B)(6) 2005.

Event description:
It was reported that within two days post-implant, a device check noted what appeared to be inappropriate pacing spikes. It was confirmed that the leads had been reversed in the header during the connection process. A revision was performed the next day, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.